Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: nexgen offset sizing plate handle, (B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that offset handles were found to be broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned offset sizing plate handles determined that the devices exhibit signs of repeated use like nicks and gouges and were fractured. DHR was reviewed and no discrepancies were found. Previous investigation concluded that the reported event was due to the lever was not appropriately designed to withstand the repeated loading stresses for at least 5 years. Therefore, investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.